Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Concomitant medical products: unknown mentor gel implant, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with an unknown mentor gel implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging on (B)(6) 2019. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/20/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual evaluation of the device a rupture measuring approximately 5.4 cm was observed on the anterior view expanding to the posterior view. Also, on anterior view an area of siltex cracking was noted on the edges of the tear. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).